Event description:
A customer contacted haemonetics on (B)(6) 2008 to report that an orthopat machine not powering on. The customer also reported that there was no green light blinking on the back of the machine. No injury or reaction noted.

Manufacturer narrative:
Upon eval the reported problem could not be verified however a saline spill was found on the driver board and power supply of the machine. All contaminated and damaged components were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).